Manufacturer narrative:
Additional information: similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Related MFR. Report number for previous false positive with same patient: 1221359-2022-02290.

Event description:
The customer reported a false positive result with the ID now covid-19 assay on (B)(6) 2022. The patient was admitted to the hospital for a second time within a month on (B)(6) 2022 and was tested with the ID now covid-19 assay which generated a positive result. Confirmation testing was performed (platform and sample type unknown) which generated a negative result. The customer noted that the patient was asymptomatic. No additional information regarding outcome was provided.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot: m188039 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number: 191-000 / lot: m188039 and test base part number: 190-430 / lot: m188039. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot: m188039 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the log files were deleted prior to export. However, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.